Event description:
Report received of possible tampering resulting in overdelivery. A patient was receiving pain management for an unknown diagnosis. The medication and therapy were unknown to the reporter. It was reported that the patient's significant other might have been manipulating the pump when the incident occurred. The patient received an overdose of the unspecified drug and became difficult to arouse. The patient was transferred to another unit for closer monitoring. The patient recovered. Although requested, no additional information was provided.